Event description:
It was reported that the scrub tech tightened screw on handpiece tracker and stripped the threads on tracker and also broke screw in half. This occurred prior surgery.

Manufacturer narrative:
H10 h3, h6: the thumbscrew was intended for use in treatment, but was not made available to the designated complaint unit for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports, and this issue will continue to be monitored. Product labeling has been ruled out as a cause of the complaint. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. Therefore, the root cause could not be determined. In the field report, it was reported that the scrub tech tightened screw on handpiece tracker too tightly and stripped the threads on tracker and also broke screw in half, which could have contributed to the reported event. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews on pages 49 and 50 and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece".